Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown ao broad dynamic compression plates (dcp). Additional device product code hwc. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: ogunlade, s. Et al (2007). Plating of femoral shaft fractures: the experience in an african teaching hospital. European journal of trauma and emergency surgery, 6, 613-618. Nigeria. In a retrospective study of 148 patients (92 males and 56 females, age range 16 - 101 years, mean age 39.5 years) with 158 femoral shaft fractures stabilized with ao broad dynamic compression plates (dcp) and interfragmentary screws where necessary (open reduction internal fixation) between 1997 and 2004 the authors reviewed case notes and extracted data to report their experience with plate fixation of femoral shaft fractures in a hospital setting. This is report 1 of 2 for (B)(4). This is for an unknown ao broad dynamic compression plates (dcp) and refers to the 4 patients (out of 148 patients) who experienced bone infections.